Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 253 mg/dl. Troubleshoot was performed. Customer changed the battery but the issue reoccurred. The insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning